Event description:
Information was received that a smiths medical medfusion pump has a rotating plunger head and shaft rotate causing inaccurate delivery.

Manufacturer narrative:
No patient involvement.